Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found valve vl160 was defective. The fse replaced valve vl160 which repaired the result discrepancies and the overflow errors. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated low erroneous white blood cell (wbc) and hemoglobin (hgb) results for one patient. The instrument was also generating overflow errors at the time of the event. Data provided for review revealed that the sample was initially run on dxh8002, recovering lower results for wbc, hgb, mch (mean corpuscular hemoglobin) and mchc (mean corpuscular hemoglobin concentration),without instrument generated specific suspect messages, compared to results obtained on the same day by repeat analysis on dxh8001, which were reported as correct. The erroneous results were reported outside of the laboratory but there was neither death, serious injury nor change to patient treatment associated with the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.